Event description:
It was reported that the pump was implanted on 12/30/97. The pt felt some pain relief during the first day, but pain increased on the second day. An x-ray showed that the catheter was intact, and when a bolus was given via the side port, pain relief was experienced for a short time. The pump was emptied on 1/6/98, and refilled with a higher concentration of morphine, without any decrease in pain. Arrangements have been made by the hospital to explant the pump.